Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation noted evidence indicating difficulty may have been encountered fully inserting an is-1 lead into the header of this device.

Event description:
It was reported that during a device replacement procedure due to normal battery depletion, the physician was unable to insert the existing right ventricular (rv) lead into this device port. Boston scientific technical services was contacted and troubleshooting was unable to resolve the allegation. It was discussed that the existing leads were quite tangled and there was difficulty in determining the correct port. The physician elected to finish the procedure and leave the previous device implanted since there was still remaining battery capacity. The patient will be scheduled for another device replacement procedure. It is unknown at this time if the device will be returned for analysis. The patient was stable with no additional adverse consequences.